Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. Per event details, the ipg would not communicate with the patient controller (pc). The patient did not report having any procedures prior to no ipg communication. Since the device entered the service app state on (B)(6) 2024, and the patient didn't report an unrelated procedure, it is inconclusive what caused the service app condition. Since the device had a crc error, functional testing could not be performed, and a more thorough analysis could not be performed.

Event description:
Additional information indicates that patients ipg became unable to communicate with external devices.

Manufacturer narrative:
Correction d4 - additional device information- ipg sn should be (B)(6) rather than (B)(6). Correction d6a - date of implant. Correction h4 - device manufacture date.

Event description:
Additional information indicates ipg sn is (B)(6).